Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon and inflation lumen. There was contrast on the hypotube. The balloon was loosely folded. There were two bends in the hypotube 42.5 cm and 69 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid came out of the pinhole in the balloon. There was a pinhole in the balloon at the distal end of the proximal balloon marker. The voyager nc has been sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid rca with moderate tortuosity, heavily calcification and was 99% stenosed. After pre-dilatation with another company's balloon the 4.0 x 15 mm voyager rx was advanced, but balloon ruptured at 10 atm. Another company's stent was implanted at the target lesion and post-dilatation was done with a 3.5 x 12mm voyager nc. There were no reported patient effects. No additional event or patient information is available.